Manufacturer narrative:
Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ser plastipak 3ml ll 30x7al/un had incorrect label information. The following information was provided by the initial reporter: during the packaging process of the enantato + valerato lot 3nb57 product, when filling the polyethylene tub with syringes, the employee observed that two boxes of 3ml luer lock disposable syringe were without needles. No needles in disposable 3ml luer lock syringes. Amount received: 700000. Failed amount: 923. The production employees, when segregating the boxes, completed one box with the syringes and discarded the other box, leaving only one box with the 923 units of syringes with the reported non-compliance. Therefore, we only have one box traceability.